Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the consumer reporting that after getting directions for what to do when they called the manufacturer the patient followed through on it. It was reported that the patient had been ill so it was about a week after the incident before they contacted the manufacturer. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient's device had not been working since a bone scan. Patient stated it was the next day when they realized it was not working as they were so used to it that it took them a while to figure it out. Patient mentioned that they did not check to see if the device was on after the scan. Troubleshooting was done during the call and it was noted that patient was getting a blank screen on the remote so patient was advised to change the batteries in the remote. More troubleshooting was done and patient got a power on reset (por) screen in which they were directed to their healthcare provider. No symptoms reported and no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.